Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator.

Event description:
It has been reported that AED did not pass its self diagnostic check.